Event description:
A cartridge was not fully snapped into a customer's pump due to an o-ring on the pneumatic tap, which was identified and instructed to be removed. There was no adverse impact to the customer's blood glucose level. The customer was guided through cleaning the area and filling a new cartridge, successfully loading it onto the pump, and resuming insulin delivery.